Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon beginning of cutting sequence, saw and femoral checkpoint both passed, advanced to femoral distal cut and lateral femur cut was fine and then saw began to drift off bone and did not make a medial distal cut. Verified that both tibial and femoral arrays were still accurate. Re-registered mako robot and went back to cutting page, both robot and femoral checkpoints passed and continued onto recutting distal femur. Again, saw drifted. Checked base array and it was lose and was missing a prong that locks it in. Exchanged for another one re-registered robot and continued to cut distal femur. Completed surgery successfully. Case type: tka. Surgical delay: 10 minutes.

Event description:
Upon beginning of cutting sequence, saw and femoral checkpoint both passed, advanced to femoral distal cut and lateral femur cut was fine and then saw began to drift off bone and did not make a medial distal cut. Verified that both tibial and femoral arrays were still accurate. Re-registered mako robot and went back to cutting page, both robot and femoral checkpoints passed and continued onto recutting distal femur. Again, saw drifted. Checked base array and it was lose and was missing a prong that locks it in. Exchanged for another one re-registered robot and continued to cut distal femur. Completed surgery successfully. Case type: tka. Surgical delay: 10 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: upon beginning of cutting sequence, saw and femoral checkpoint both passed, advanced to femoral distal cut and lateral femur cut was fine and then saw began to drift off bone and did not make a medial distal cut. Verified that both tibial and femoral arrays were still accurate. Re-registered mako robot and went back to cutting page, both robot and femoral checkpoints passed and continued onto recutting distal femur. Again, saw drifted. Checked base array and it was lose and was missing a prong that locks it in. Exchanged for another one re-registered robot and continued to cut distal femur. Completed surgery successfully. Product evaluation and results: visual inspection: one of the base array pins is broken off. Functional inspection: functional inspection was not conducted since defect was a visual failure. Dimensional inspection: dimensional inspection was not conducted since defect was a visual failure. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot 19050116 and accepted into final stock on 11/29/16. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112227, lot number 19050116 shows 04 additional complaints related to the failure in this investigation. These complaints are: pr 1574467, 1617915, 1919076, 1964956. Conclusions: the defect was confirmed as alleged. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.